Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the exhalation valve was bad. Fsr replaced the exhalation valve and tested the device. Problem was resolved. All tests passed. The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was that the exhalation valve plunger was misaligned.

Event description:
The customer reported that their vela ventilator has no flow coming out of the device. The customer reported that there was no patient involvement.